Manufacturer narrative:
Plant investigation: the product sample was not returned to the manufacturer, and therefore a physical evaluation could not be performed. No nonconformities were found during review of the manufacturing records. It was reported that during priming, the user noticed fluid leaking out of the venous de-airing port, at the luer-lock connection between the oxygenator and the stopcock. A defect at the inner conus of the luer-lock adapter which is connected to the port of the oxygenator was identified as the cause, and this is a known error pattern. However, the defect could not be verified by an examination of the product. As the damaged component is a purchased part, the manufacturer has been informed for further examination of the error. Measures have already been implemented to avoid this error in the future.

Event description:
During the priming of an xlung kit 230, the user noticed fluid leaking out of the venous de-airing (vent) port between the oxygenator and the stopcock, at the luer-lock connection. The user had previously checked that the connection was tight, and the leakage was not visible before priming. The xlung kit was inspected for damage prior to use, and no damage was found. There were no noticeable defects found at the location of the leak. There were no console alarms that occurred at the time of the leak. There was no patient involvement associated with the reported event, and the reported failure did not result in any delayed or missed treatments. To resolve the reported issue, the xlung kit was replaced with a new one. No sample was available to be returned.